Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ("patient believed to have nickel allergy"), thyroid cancer ("thyroid cancer"), colitis ulcerative ("ulcerative colitis") and crohn's disease ("crohn's disease") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), thyroid cancer (seriousness criterion medically significant), colitis ulcerative (seriousness criterion medically significant), crohn's disease (seriousness criterion medically significant) and migraine ("migraine headaches"). The patient was treated with surgery (hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals, thyroid cancer, colitis ulcerative, crohn's disease and migraine outcome was unknown. The reporter provided no causality assessment for allergy to metals, colitis ulcerative, crohn's disease, migraine and thyroid cancer with essure. Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint. We cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-apr-2017: quality-safety evaluation received company causality comment: this medically confirmed spontaneous case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and patient believed to have nickel allergy, thyroid cancer, ulcerative colitis and crohn's disease. All events are serious due to medical significance. Nickel allergy is anticipated in the reference safety information for essure, whereas the other events are unanticipated. Other non-serious event was also reported. In this particular case, during essure's therapy patient was diagnosed with ulcerative colitis, crohn's disease and thyroid cancer, it was reported that she believed to have nickel allergy and after almost six years and ten months of essure's insertion the patient underwent a hysterectomy with essure removal. It is known that all patients should be counseled on the materials contained in the micro-insert prior to the essure procedure, since essure insert consists of a nickel-titanium alloy which may cause allergic reactions. Considering the event's nature, causality between nickel allergy and essure cannot be completely excluded. Considering local action of essure, and the pathophysiology of thyroid cancer, ulcerative colitis and crohn's disease; a causal relationship was regarded as unrelated to essure. This case was regarded as incident since device removal was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be requested.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ("patient believed to have nickel allergy"), thyroid cancer ("thyroid cancer"), colitis ulcerative ("ulcerative colitis") and crohn's disease ("crohn's disease") in an adult female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and clinically significant/intervention required), thyroid cancer (seriousness criterion medically significant), colitis ulcerative (seriousness criterion medically significant), crohn's disease (seriousness criterion medically significant) and migraine ("migraine headaches"). The patient was treated with surgery (hysterectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the allergy to metals, thyroid cancer, colitis ulcerative, crohn's disease and migraine outcome was unknown. The reporter provided no causality assessment for allergy to metals, thyroid cancer, colitis ulcerative, crohn's disease and migraine with essure. Company causality comment: this medically confirmed spontaneous case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and patient believed to have nickel allergy, thyroid cancer, ulcerative colitis and crohn's disease. All events are serious due to medical significance. Nickel allergy is anticipated in the reference safety information for essure, whereas the other events are unanticipated. Other non-serious event was also reported. In this particular case, during essure's therapy patient was diagnosed with ulcerative colitis, crohn's disease and thyroid cancer, it was reported that she believed to have nickel allergy and after almost six years and ten months of essure's insertion the patient underwent a hysterectomy with essure removal. It is known that all patients should be counseled on the materials contained in the micro-insert prior to the essure procedure, since essure insert consists of a nickel-titanium alloy which may cause allergic reactions. Considering the event's nature, causality between nickel allergy and essure cannot be completely excluded. Considering local action of essure, and the pathophysiology of thyroid cancer, ulcerative colitis and crohn's disease; a causal relationship was regarded as unrelated to essure. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information will be requested.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ("patient believed to have nickel allergy"), thyroid cancer ("thyroid cancer"), colitis ulcerative ("ulcerative colitis") and crohn's disease ("crohn's disease") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), thyroid cancer (seriousness criterion medically significant), colitis ulcerative (seriousness criterion medically significant), crohn's disease (seriousness criterion medically significant) and migraine ("migraine headaches"). The patient was treated with surgery (hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals, thyroid cancer, colitis ulcerative, crohn's disease and migraine outcome was unknown. The reporter provided no causality assessment for allergy to metals, colitis ulcerative, crohn's disease, migraine and thyroid cancer with essure. Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint. We cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(4) 2017: final report ticked. Reporter did not respond to final follow-up attempt. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.